Event description:
It was reported that during an unspecified peripheral lesion procedure, the xpert self expanding stent system (sess) was advanced but met resistance with the guide wire and could not coss the target lesion. The device was removed separately from the anatomy with heavy resistance noted. A second xpert sess was used successfully in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported resistance with a guide wire was not able to be confirmed. The failure to advance and difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.